Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged introducer sheath was confirmed; however, the root cause was not identified. The product returned for evaluation was two 4.5fr microintroducer introducer dilator/sheaths. Inspection of the first sample (sample 1) revealed biological residue. The tip of the peel-apart sheath revealed exhibited deformation. Two longitudinally aligned split were observed, and a portion of sheath between the splits was peeled away from the dilator. Microscopic inspection of sample 1 confirmed deformation of the tip of the sheath. The splits exhibited granular fracture surfaces. Inspection of the second sample (sample 2) was unremarkable. Buckling of the sheath was observed throughout much of the tip. Microscopic inspection of sample 2 was unremarkable. The tip appeared well formed. The buckling of the tip of the sheath was consistent with damage caused by attempted insertion against resistance. It appeared that the longitudinal splits may have caused that resistance; however, the cause of the splits was not identified. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Photographs of the sample have been forwarded to the manufacturing site for further evaluation. A lot history review (lhr) of redx0984 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported that the tips of the introducer needles were uneven in thickness. (B)(6) 2021: the tip of the returned dilator/sheath was deformed and split.